Event description:
On (B)(6) 2013 olympus biotech pvg learned of adverse events in the literature: calori gm et al. Treatment of avn using the induction chamber technique and a biological based approach: indications and clinical results. Injury, int. J. Care injured, 2013. Four patients who received rhbmp-7 in conjunction with equine bone substitute and autologous mesenchymal stem cells as part of a procedure to treat avascular necrosis (avn) of the femoral head experienced calcification in the soft tissue near the surgery access. The authors did not provide an assessment of seriousness or relatedness. The events have been assessed by olympus biotech as of unknown seriousness and as possibly related to product. This aer has been created to capture the events as an aggregate case pending receipt of additional information. Additional information has been requested.